Event description:
It was reported that the customer had a air bubbles after 2 days of use on the insulin pump. The customer's blood glucose level was 205 mg/dl. The customer was using reservoir out of box with lot nr hg09yy3. The box of reservoirs is sent. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.